Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected low battery alerts in the format history file, however a power error alarm was present in the format history file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for on connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the the insulin pump functioned properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the pump's battery does not last long. The customer's blood glucose levels unknown. The insulin pump was returned for analysis.